Event description:
Olympus received a (B)(4) that stated, "near the end of procedure, when the user was using a laser through the bronchoscope biopsy channel, it was noted the end of the bronchoscope appeared to have been destroyed. The bronchoscope was removed and a different but similar device was used to complete procedure. In addition, when bronchoscope was being removed, the video equipment went black. Upon removal, the outer covering near the tip of the bronchoscope appeared to have been burnt away." Olympus obtained additional info that the procedure was a therapeutic bronchoscopy. The user was vaporizing a tumor in the lung with a nd-yag laser, settings 40 watts, .5 pulse. Supplemental air was being utilized. The user finished vaporizing the tumor and withdrew the laser from the biopsy channel of the device. As the device was being removed, the image went black and a flash was observed. As a precaution, the user sprayed water to cool down the device. The device was removed with no harm to the pt. Upon inspection, it was noted that the distal tip of the device had exposed metal. The pt was released the same day and is reportedly doing fine.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed the user's experience. The distal end cover, the bending section, and the bending section glue were burned off. No sharp edges were noted. The device was refurbished.